Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the breath delivery (bd) printed circuit board (pcb), which resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.

Event description:
It was reported that the ventilator became inoperative. There was no patient involvement. There is no report of serious injury or death associated with this event.